Event description:
It was initially reported that the pt passed away. It was unclear of the reason for the death as the autopsy was still underway. The lead and generator were explanted and returned to the MFR for analysis. The coroner's office is pending completion of autopsy report until product analysis is completed for their records. Product analysis of the returned generator resulted in no performance or any other type of adverse conditions found with the pulse generator. The pulse generator performed according to specifications. Product analysis of the returned lead has yet to be completed.